Manufacturer narrative:
This report is submitted on 12 november 2019.

Event description:
Per the clinic, the patient experienced pain, non-auditory sensations and poor performance with device use. Subsequently the device was explanted on (B)(6) 2019.

Manufacturer narrative:
This report is submitted decmeber 20, 2019.